Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, reservoir tube window corner and belt clip slot.

Event description:
It was reported that customer's insulin pump had a button error yesterday. The act button has not been working properly. Customer's blood glucose was around 12.0 mmol/l. Customer has reverted to a back up plan. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.